Event description:
The customer reported to customer service via email that she has had her pump for four months and uses it and cleans it daily. She felt as if the product was "wearing" as it "sucks less and less hard" even though she has it on the highest setting. Her breast are often engorge because of this. She cleans and keeps the parts safe.

Manufacturer narrative:
Customer service emailed the customer troubleshooting tips which included checking and cleaning various parts, including the valve and membrane, and completing a rinsing procedure. In follow up with the customer, she indicated that she both pumps and breast feeds her baby and was having suction issues with the pump which led to engorgement. She was treated twice with antibiotics for infection. She also indicated that the troubleshooting resolved the issue, as when she took off the valve and replaced it, normal suction resumed. Because troubleshooting resolved the issue, the customer was not asked to return the pump for testing/analysis. Though the pump's vacuum was affected by the issue with the valve, it cannot be definitively concluded that the pump caused or contributed to the infection. We will monitor complaints for similar issues.